Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's husband reports that yesterday evening the alert "battery low" appeared on the pump, after that the pump turns off. Allegation is the device failsafe system failed (sound or vibration or message on display) and did not alert the user that action is required to continue or control insulin delivery. No adverse event alleged. A request was made for the return of the device.